Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the touch screen of the device did not work, and noted that the device was unable to read from disk and had a broken keyboard hinge. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touch screen of the programmer did not work properly; it was unable to calibrate, even with a new stylus touch-pen. The programmer has been returned for repair. There was no patient involvement.